Manufacturer narrative:
Plant investigation: the manufacturer received a complaint sample for physical evaluation. The sample was received without original packaging or labeling for identification. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a damage in the film was found that could be caused from friction of the film with a surface. This kind of damage could be caused due to incorrect handling of the product either during the manufacturing process or treatment set up. A device history record (DHR) review was performed for the involved product lot and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that a fluid leak was discovered on the inside of the cassette door of the patient's cycler after ending peritoneal dialysis (pd) treatment. The pdrn reported receiving an air detected in cassette alarm once during drain 1 of 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is in training and treatment on the cycler consists of two cycles. The patient was drained after treatment was cancelled on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy on the cycler with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: h10 (plant investigation) plant investigation: in the liberty select cycler user¿s guide, there are indications for the patient to avoid the damage that was identified on the sample and to "use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the instructions for use (IFU) of the liberty cycler set and in the liberty select cycler user¿s guide not to use the product if there is a damage found in the cassette, stating to ¿inspect cycler set tubing and cassette film for damage¿. Finally, in the liberty select cycler user¿s guide, it states: ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that a fluid leak was discovered on the inside of the cassette door of the patient's cycler after ending peritoneal dialysis (pd) treatment. The pdrn reported receiving an air detected in cassette alarm once during drain 1 of 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is in training and treatment on the cycler consists of two cycles. The patient was drained after treatment was cancelled on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy on the cycler with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that a fluid leak was discovered on the inside of the cassette door of the patient's cycler after ending peritoneal dialysis (pd) treatment. The pdrn reported receiving an air detected in cassette alarm once during drain 1 of 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is in training and treatment on the cycler consists of two cycles. The patient was drained after treatment was cancelled on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy on the cycler with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.